Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the prograsp forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint of "grip failure or insufficient." Failure analysis found the primary failure of dislodged grip pin to be related to the customer reported complaint. The instrument was found to have the grip pin dislodged at the distal end. The pin was partially dislodged and stuck out at the wrist. The pin was returned still installed in the instrument grip tips. No missing material was observed. The root cause of this failure is attributed to manufacturing. No images or procedure videos of the event were shared. A log review was conducted, which resulted in the following findings: the instrument was last used on (B)(4) 2020. This complaint is being reported based on the following conclusion: the instrument grip pin was dislodged and sticking out with no evidence or claim of user mishandling/misuse. Although there was no patient injury as a result of this event, if the failure were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the prograsp instrument was returned for repair. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the coordinator did not have any further information regarding the event. Information regarding patient demographics, relevant tests, and medical history were requested, however the coordinator could not provide that information.